Manufacturer narrative:
Patient received a total of 4.14 gy of radiation caused by 245 images system was checked by philips field service engineer and the system was working according specifications. When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that they noticed a red box on the kerma indicator displayed on the data monitor. This indicator informs the customer that the patient received more than 2 gy of radiation at that moment. The patient received a total dose of 4.14 gy. The patient procedure had been finished without a problem.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the values are above 2 gy, so that is why the kerma was red and this is according to spec. (Total 4.4 gy used). The physician is not complaining about the image quality, which could have been for over exposure, but is not the case on this site. The given dose seems to be according to specification and was needed for this treatment. In addition, the field service engineer checked the system on (B)(6) 2017 by performing radiation safety and the generator. All tests passed and no malfunction of the system was identified. All values were nearly the same comparing to those done during the last pm in (B)(6) 2016. In the instructions for use (IFU) (4522 203 17032) is mentioned: total cumulative air kerma/(cumulative) dose area product (rate) cumulative air kerma [mgy] will be displayed as xxxxxx. Cumulative air kerma is shown in different colors before and after the threshold is exceeded (threshold is customizable, default: 2gy). System is working according to specification. No product defect was identified, the system is working according to specification. X-ray as intended by user.